Event description:
It was reported that the pump was not working properly "often shutting insulin delivery off without reason." There was no reported adverse impact to the customer. Customer declined additional follow up with support and no further corrective actions were documented.